Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that before a surgery for urinary organ, an error 5 was displayed at the system check. The device was reset a few times, and then it became to be activated. Therefore, the device was used for the patient for a while. However, an error 5 was displayed again during use. Also, the blade was broken off. The broken blade was retrieved easily, because the surgery was open. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.